Event description:
The customer reported being unable to charge to more than 20 joules.

Manufacturer narrative:
The customer reported being unable to charge to more than 20 joules. The device was evaluated locally. The symptom could not be duplicated. The device was returned to service after passing all testing. As of 6/18/10, the customer has not called back regarding this issue with this device. We cannot determine the cause since the symptom could not be duplicated.